Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of transmission, it was found that the atrial lead exhibited noise over-sensing. No intervention was performed. Patient condition was stable.